Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #4 of 4: reference MFR. Reports: 1627487-2017-03328,1627487-2017-03329,1627487-2017-03330. This patient has 4 anchors implanted 2 with lot 4187589 and 2 anchors with lot 4338627. The patient also has 4 leads implanted 2 with lot 4524767 and 2 leads with lot 4524767. It was reported the patient developed an infection at the lead sites and as a result underwent surgical intervention on (B)(6) 2017 where the entire pns system was explanted. The infection has not cleared yet.